Event description:
The customer reported to olympus, the video system center power is glowing but front panel light emitting diodes (led) are not blinking and no image is coming. The issue was found during a routine check. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a faulty printed circuit board, dust inside the unit and corroded wires. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1 and e2. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer reportable malfunctions were confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction of the image issue is a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.